Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, system encountered faults on the system. The customer contacted technical service engineer (tse) after the case was completed. The tse reviewed system logs and confirmed error #32098/#32100 on universal surgical manipulator (usm) 1 pointing to the axes controller, motor (acm). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue has been resolved and there was no harm caused by this fault, but it did cause 10 minutes of delays. The procedure was completed successfully with 3 arms. The error occurred after the case began and was deemed to be alright when they powered it on; the arm was disabled.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) involved with this complaint to perform failure analysis. In the system logs, the 32098, 32096, and 32100 errors were found indicating brushless motor controller, temperature, and voltage issues on the usm axes controller motor (acm) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32098, 32096, and 32100 errors were triggered indicating fault on the acm pca, replicating the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to an electrical/fiber optic fault of the acm pca within the affected usm.

Event description:
Refer to h11 for follow-up information.